Event description:
(B)(4). I have had pelvic pain since the day essure was implanted in my tubes. I have constant chronic pelvic pain, which a CT scan shows normal, my only option per my dr is hysterectomy. I also suffer hair loss, back and pelvic pain, arthritic hands feet and hips, bleeding and pain during and after intercourse.